Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of heater is not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca with electrical damaged and error codes were observed. The customer complaint was reproduced. The device was not repaired.